Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device had a power-on reset. Firmware was reloaded to the device in the field and a device image showing the power-on reset was not available for analysis, so the cause of reset could not be determined. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic unspecified reset was observed. Premature battery depletion was also noted. The device was explanted and replaced. No further information was provided.